Event description:
Service was requesed for this device based upon a report that it did not alarm for upstream occlusion. The facility was unable to identify where the condition was found and wether or not the device was in pt use at the time. Details were not available from the facility's contact regarding what medication was being delivered or the programming of the device. Add'l contacts were requested by baxter but could not be identified by the facility's rep. The facility reported that there was no pt incident reported in relation to this condition and there is no record of any pt incident reports involving the device since the last baxter service event.